Manufacturer narrative:
Hill-rom is filing this as an initial report and are conducting a complaint investigation after return of product to MFR.

Event description:
It was reported to hill-rom that a worn connection to activity carriage in overhead system caused pt to fall. No injury alleged. Ref MFR # 8030916-2014-00038.